Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during a vitrectomy procedure, there was no suction flow when in cutting mode. There was no improvement after exchanging the cassette. The system was exchanged; however, the surgeon was unable to complete the entire procedure and could not peel membrane. Silicone oil was injected into the eye to control bleeding and the case was stopped. Additional info received from the surgeon indicated the system was not totally responsible. An additional procedure is pending to stop the bleeding and membrane peel.